Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: review of the black box data revealed records of power on reset events associated with clearing of call service alarm (064) on march 23, 2015. After the third clearing of call service alarm (064), the pump encountered a call service alarm (054) when attempting to power up. On investigation, the pump powered on and was exercised for 24 hours without power interruption or occurrence of call service alarm. The alleged issue was not duplicated on investigation. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).